Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the trunk cable connector j702 was pulled off of the distribution node pca. Additionally, ECG "c" and "d" cable was missing. The root cause for the strained cable was excessive force. The root cause for the missing ECG cable was unable to positively be identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt cannot run detect and treat testing.